Event description:
The customer reported that the pump battery would not charge, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer used a tandem charging cable and attempted to charge the pump through a wall outlet, but the charging connection remained unstable despite trying different adapters and cables. Technical support decided to replace the pump.